Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a yellow wrench alarm and green power symbol intermittently flashing on the heartmate mobile power unit (mpu) was confirmed via evaluation of the returned mpu. The returned mpu, serial number (B)(6), was evaluated at the service depot on 17apr2025. The unit was connected ac power, and a yellow wrench alarm activated. The mpu was opened, and the issue was traced to a nonconforming capacitor on the power supply printed circuit board assembly (pcba). No further testing was performed. The provided information indicated no log files were obtained. Multiple attempts were made to obtain additional information regarding if the mpu had the v-lock connector on the ac power cord, if the ac power cord came loose from either the wall outlet or the back of the unit, and if there were any environmental circumstances that would have affected ac power at the time of the event; however, no additional information was provided. The reported event of a nonconforming capacitor on the mobile power unit power supply pcba was confirmed and a corrective action was initiated to investigate this issue. The device history records were reviewed, and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 01jul2024. The heartmate 3 instruction for use, rev. C was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean all equipment, including the mobile power unit (mpu). The heartmate 3 instruction for use section f, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu. The heartmate 3 patient handbook, rev. D which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) was not functioning properly. There were alternating yellow wrench and green power symbols. Troubleshooting was performed as the mpu was plugged into multiple outlets and the batteries were checked. The mpu was then exchanged.